Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has an attune knee. During the opening of the implants, the tibial tray was nor removable from the packaging. The inner box was not able to be removed from the outer box by the surgical tech. The component had to be removed from the inner box by the tech, this was difficult and it was hard to maintain sterility. The box is being returned for evaluation. Doe: (B)(6) 2020, right knee.